Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty of a de novo (progressive) lesion in the left circumflex artery (lcx). Vascular access was obtained via the femoral artery. The 85% stenosed, 25 x 3.00mm, eccentric target lesion was located in the moderately tortuous and moderately calcified proximal lcx. There was a significant bend in the lesion greater than 45 and less than 90 degrees. A non-boston scientific guide catheter and wire was crossed through the lcx lesion. Following pre-dilatation with 2.00 x12maverick balloon, a 3.00 x 28mm synergy ii drug-eluting stent was deployed. Post deployment, a dissection was observed at distal edge of the stent. A 2.50 x 12mm synergy stent was deployed to cover the dissection and complete the procedure. There were no further patient complications and the patient status was stable. It was further reported that the target lesion was instead 20 x 2.50mm, and a 24mm x 2.50 synergy ii drug-eluting stent was deployed, not a 3.00 x 28mm.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty of a de novo (progressive) lesion in the left circumflex artery (lcx). Vascular access was obtained via the femoral artery. The 85% stenosed, 25 x 3.00mm, eccentric target lesion was located in the moderately tortuous and moderately calcified proximal lcx. There was a significant bend in the lesion greater than 45 and less than 90 degrees. A non-boston scientific guide catheter and wire was crossed through the lcx lesion. Following pre-dilatation with 2.00 x12maverick balloon, a 3.00 x 28mm synergy ii drug-eluting stent was deployed. Post deployment, a dissection was observed at distal edge of the stent. A 2.50 x 12mm synergy stent was deployed to cover the dissection and complete the procedure. There were no further patient complications and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.